Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the event of deflation as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications: possible complications of the use of orbera include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "reported blue urine. Performed eda (endoscopy) it was noticed blue in the high body of the stomach. Probably balloon leaked through the valve." Device was removed and replaced.

Manufacturer narrative:
Supplement #1 - mw sent to the FDA on 02/14/2017. Additional information: device available for evaluation?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The device was noted to have blue discoloration on the shell of the balloon. White, brown and yellow particles were observed on the outer surface of the balloon shell and valve. A valve test was performed and flow was continuous and unobstructed. An air leak test was performed and leakage was observed in two locations. Microscopic analysis noted two striated openings on the shell of the device, consistent with device removal. Brown and black particles were observed in the valve channel.